Event description:
It was reported that, "upon inspection of block after use, noted that one of the ceramic rails was fractured and another was protruding from side of block. Surgeon informed prior to wound closure. He was happy that no ceramic pieces were present in wound."

Manufacturer narrative:
Evaluation summary: the results of the investigation performed indicated that this event is related to a trend of similar events where ceramic rails have fractured. The results of the investigation concluded that the root cause of this trend is design related. Contributing factors to this root cause include the diameter and proximity of the ceramic rail to the anterior and posterior faces of the cutting block, as well as the elastic properties of aluminum, compared to that of ceramic. Based upon the results of the evaluation risk assessment conducted and a field corrective action was initiated on december 3, 2009. FDA product recall number: 2249697-12/14/09-012-r.